Manufacturer narrative:
(B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the occurrence date of the event was unknown, however it was reported that the patient was hospitalized on (B)(6) 2015 and discharged to home on (B)(6) 2015 for the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. It was unknown if the umbilical hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the umbilical hernia was unknown. It was unknown if the umbilical hernia had worsened with peritoneal dialysis therapy. The patient was hospitalized for a hernia repair procedure. On an unreported date during the hospitalization, the patient underwent a hernia surgical repair procedure. Dianeal therapy was currently ongoing, but the patient had been on back-up hemodialysis therapy for approximately two weeks after the hernia repair procedure. After three days of hospitalization, the patient was discharged. The patient was recovered from the event. No additional information is available.